Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. B1 updated from "product problem" to "adverse event and product problem". H1 updated from "malfunction" to "serious injury".

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not yet been determined. A follow up MDR will be submitted if additional information is received. A review of the system logs confirmed that the harmonic ace instrument was last used on (B)(6) 2021 and had 0 uses remaining after this procedure. A site history complaint review was performed and no other complaints for this product were identified. No image or procedure video was provided for review. Based on the information provided, this complaint is considered a reportable malfunction due to the following conclusion: a piece from a harmonic ace curved shears instrument broke and fell inside a patient during a procedure. The piece were retrieved during the same procedure and no additional surgical intervention was required. However, unintended items falling inside the patient may require surgical intervention. At this time, it is unknown what caused the instrument breakage.

Event description:
It was reported that during a da vinci-assisted surgical procedure the harmonic ace instrument broke and the instrument tip was missing. The site was continuing the procedure as planned at that time. Intuitive surgical inc. (Isi) followed up with the da vinci coordinator at the site and obtained the following additional information on (B)(6) 2021. The fragment from the harmonic ace instrument was retrieved manually by the surgeon after the procedure was completed. An x-ray was performed, but there was no additional procedure required to retrieve the fragment. The instrument was in use for an unknown amount of time before the issue occurred and it was unknown if the harmonic ace was inspected prior to use. There was no instrument collision and the instrument was removed through the cannula with the wrist straightened. The cause of the instrument breakage was not known. There was no report of patient injury as a result of the issue. Although the instrument was requested to be returned for analysis, the customer was unsure if it would be returned. No images or procedure videos were available for review.